Manufacturer narrative:
No conclusion code available: the reported field event of back up vvi was confirmed in the laboratory via review of the device image. The device image was reviewed and the reset was found to have been caused by a software anomaly. The device was tested on the bench and no anomaly was found. The cause of the software anomaly could not be determined. (B)(4).

Event description:
It was reported that during an unrelated surgery, the device went into back up vvi mode and it was unable to communicate with the device. The device was explanted and replaced. The condition of the patient was stable after the surgery.